Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber emission was forward and diminished vaporization efficiency occurred after 115,000 joules of use and 18 minutes. The fiber tip was cleaned during the procedure. The procedure was completed utilizing a second fiber. The patient outcome information was not provided.